Manufacturer narrative:
Exemption number: e2014018. Patient information: unknown. Microscope and digital test performed. First a visual inspection was performed. We found, that both broke off tips are heavily damaged on both ends. The damages were most probably caused by the removal of the broken off tips. The analysis of the fracture surface of the tips is no longer possible because of the mechanical damages. The fracture surfaces on both distraction pins exhibiting the typical signs of a multi axial stress condition of bending and torsion. The yellow lines marketing the bending and torsion lines, the red hatched area marks the residual forced fracture area. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root cause of the problem is most probably usage related.

Event description:
It was reported by the healthcare professional "during an intraoperative distraction both pins broke off. The removal of the metal tips from the vertebral lasted more than one hour." Both pins were removed. Additional information has been required regarding use of x-ray to confirm all pieces removed and patient outcome.